Event description:
A report was received that the patient's ipg site became infected with symptoms of swelling, erythema, pain, heat at the pocket site, loss of therapy, pus and fever. The patient underwent a system explant and was admitted to the hospital for one week of intravenous antibiotics and wound care. The physician was unsure of what caused the infection.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-70, serial #: (B)(4), description: scs 70cm iii lead.

Event description:
A report was received that the patient's ipg site became infected with symptoms of swelling, erythema, pain, heat at the pocket site, loss of therapy, pus and fever. The patient underwent a system explant and was admitted to the hospital for one week of intravenous antibiotics and wound care. The physician was unsure of what caused the infection.

Manufacturer narrative:
Sc-1110/179255: the source of the infection could not be determined. As the ipg header was severely contaminated with human blood, it was unable to insert test leads into the header for the functional testing. The residual gas analysis showed that water content exceeded the limit, but the dye penetrant test confirmed that the hermetic case of the ipg was not compromised. Therefore, the source of the residual gas test failure was due to the residual moisture trapped in the header as the device had been soaked for several days to clean the contaminant in the header. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The complaint in regard to the warming feeling was not confirmed. The patient's data showed that the maximum temperature was registered as 40.87 degrees c. Sc-2138-70/a30088: the lead was cut during the explant procedure. Visual and xray inspections confirmed that multiple cables were fractured in the electrode array and along with the lead body. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Sc-2138-70/a24952: the lead was cut during the explant procedure, and the proximal tip was not returned. Visual and xray inspections confirmed that multiple cables were fractured in the electrode array and along with the lead body. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient's ipg site became infected with symptoms of swelling, erythema, pain, heat at the pocket site, loss of therapy, pus and fever. The patient underwent a system explant and was admitted to the hospital for one week of intravenous antibiotics and wound care. The physician was unsure of what caused the infection.